Event description:
It was reported that a vns patient had high impedance readings and was not feeling device stimulation. X-ray review by the MFR confirmed proper pin insertion, no gross lead discontinuities noted. The pt underwent surgery and high impedance readings were not detected in the or. In the or the surgeon removed the generator from the pocket and placed it on the table and they ran diagnostics and everything came up "ok." A normal mode diagnostic test and systems test were performed in the or and all "within normal limits." The surgeon then manipulated the device and ran the diagnostic tests again and "all were within normal limits." The surgeon decided to not replace the device. They ran diagnostics again when the pt was sutured and they remained "all within normal limits." Good faith attempts are being made for additional info about the reported event.

Manufacturer narrative:
X-ray review by MFR yielded no lead discontinuities.